Manufacturer narrative:
Date of event: estimated based on aware date of (B)(6) 2020.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. During a follow-up visit, a thrombus was confirmed on the surface of the device via transesophageal echocardiogram. It was confirmed to be located in a narrow space between the superior side of the device surface and coumadin ridge. Medication is being changed from thienopyridine antiplatelet drug therapy to warfarin.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. During a follow-up visit, a thrombus was confirmed on the surface of the device via transesophageal echocardiogram. It was confirmed to be located in a narrow space between the superior side of the device surface and coumadin ridge. Medication is being changed from thienopyridine antiplatelet drug therapy to warfarin. It was further reported that the patient was on warfarin post-implant. Upon discharge it was updated to warfarin and aspirin. From the 45-day follow-up leading up to this event, the patient was on clopidogrel and aspirin. The thrombus was noted to be non-mobile and laminar. There was no significant tilt in the device.

Manufacturer narrative:
B3 date of event: estimated based on aware date of (B)(6) 2020.